Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w version: 4.11c. Unit p-cap / reservoir locked properly in place. Unit passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Unit received with cracked case (battery tube) and cracked battery tube threads.